Event description:
Unomedical reference number (B)(4). Event occurred in switzerland, it was reported that the ten infusion set was fell off during use on 12-jun-2024 and infusion set is used for 1 day. No further information available.

Manufacturer narrative:
Initial and final MDR 1912483 - MDR 3003442380- 2024 - 14387 - device 5 of 10.